Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied two photos showing the product lidstock and the kink in the guide wire. The kink is located on the body of the guide wire towards the distal tip. The image shows the guide wire retracted into the advancer tube with the kinked portion advanced out. It cannot be determined if there is evidence of use from the photos. A device history record (DHR) review was performed for the guide wire and insertion components and no relevant manufacturing issues were identified. The report that the guide wire kinked was confirmed through examination of the customer supplied photos. The images show the guide wire kinked on the guide wire body towards the distal tip; however, the actual complaint sample was not returned for evaluation. The DHR review showed no evidence to suggest a manufacturing related cause. The probable cause of the guide wire kinking could not be determined based upon the information provided and without the actual complaint sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that when advancing the spring wire guide, the clinician found resistance and withdrew it. The spring wire guide was founded kinked.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that when advancing the spring wire guide, the clinician found resistance and withdrew it. The spring wire guide was founded kinked.